Event description:
It is reported these devices implanted in 2007. The surgeon found that locking screw for distal fractured in 2008. And the surgeon found that locking screw for proximal fractured about 4 months later.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a.